Event description:
Line was assembled with 2 red lines instead of one red and one blue. Operator used the device anyway. At rinseback the operator hooked the venous (red) line to the saline bag. Blood continued to pump from the pts arterial line into saline bag with estimated blood loss of 750 ml. Pt hematocrit pre=38, and post 32. No pt injury or intervention.